Manufacturer narrative:
Device evaluated by MFR.: xxl/16-4/5.8/75, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 2mm proximal of the proximal markerband and extending approximately 50mm distally across the balloon material. No other issues were identified with the balloon material. The rated burst pressure for this device is 5 atmospheres as per xxl specification. A visual and tactile examination found the shaft of the device to be severely kinked at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome and underwent venogram. The 60% compressed target lesion was located in mildly tortuous right iliac vein. After a 18x90 wallstent was placed and fully apposed in the right iliac vein, a 16-4/5.8/75 xxl esophageal balloon dilator was advanced for post-dilatation. The balloon was placed with marker just below proximal end of stent angiographically. However, during the initial inflation at 4 atmospheres, the balloon bursts. The device was removed successfully, and the procedure was completed with another 16x4 xxl balloon. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome and underwent venogram. The 60% compressed target lesion was located in mildly tortuous right iliac vein. After a 18x90 wallstent was placed and fully apposed in the right iliac vein, a 16-4/5.8/75 xxl esophageal balloon dilator was advanced for post-dilatation. The balloon was placed with marker just below proximal end of stent angiographically. However, during the initial inflation at 4 atmospheres, the balloon bursts. The device was removed successfully, and the procedure was completed with another 16x4 xxl balloon. There were no patient complications nor injuries reported.